Event description:
It was reported that a few days post implant, the patient heard an alert and came to the hospital to be interrogated. The right ventricular lead was found to have high pacing impedance and no capture. During the revision procedure, blood was noted to be present on the contact area between the header and the lead. The lead and lead port on the header were cleaned and the lead measurements were noted to be stable. The lead and device remain in use. No patient complications have been reported as a result of this event.